Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated. Vena cava (vc) perforation, embedment, migration, depression and anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant (B)(6) 2010 via the right common femoral vein due to deep vein thrombosis (dvt), followed by an unsuccessful percutaneous retrieval attempt due to embedmen. Patient is alleging migration, vena cava perforation, and embedment. The patient further alleges depression and anxiety. Per retrieval report (attempted): "using visipaque, a total of 25 ml of contrast was utilized and venacavogram was performed and there was excellent flow through the side of the filter juxta renally. There was no stenosis noted. There was no intra-filter thrombus appreciated." "Gooseneck was then passed and the hook was snared. The delivery apparatus was then in a co-axial fashion collapsed in attempt to bring it in and disengage it from the wall and then bring it within the sheath. This was performed several times without success. The short-arm struts appeared to be adhered to the wall and would now allow co-axial sheath to pass beyond the mid portion of the filter, although it was collapsible this was performed several times without being able to disengage it from the wall. Therefore, this was abandoned and the gooseneck snare was released from the filter." Per report from CT (computed tomography): "there is an inferior vena cava filer with the superior aspect of the filter just at the level of the right renal vein and just below the left renal vein. The struts are physically intact, but they do project mildly outside the confines of the inferior vena cava anteriorly, posteriorly, laterally and medially. There is no surrounding hematoma." "The tip of the filter is just at the level of the right renal vein and just below the left renal vein."